Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 12 synergy¿ drug-eluting stent was selected to treat the lesion. However, upon removal of the protective sheath at a neutral pressure, the stent came off the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.